Manufacturer narrative:
Pr (B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported that the battery would not charge. There was no patient impact.